Event description:
Customer reportedly received results of 262 mg/dl and 102 mg/dl within 10 minutes on the advantage system. No high blood glucose symptoms reported with these results. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.